Event description:
It was reported that the analyzer experienced intermittent loss of signal, and a lot of noise was observed on the display screen; replacing the analyzer cables multiple times did not resolve the issue. The analyzer is expected to be returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer's analysis was not able to confirm the customer comment that the device experienced intermittent loss of signal and was showing a lot of noise. It was noted that the battery was low, and after installing a new battery, the device passed all testing.